Event description:
The date of event is unk. It was reported that the set separated and leaked while infusing on a pt. No info as to where the separation occurred, or what was infusing at the time. No pt injury reported. Although requested, no additional info was available.

Manufacturer narrative:
Manufacturer's report date: 3/30/2009. The product has been requested to be returned for evaluation. It has not been received. A follow up will be submitted if further info is obtained.